Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Sales reported the following:" we just inserted an gamma3 long nail, and the 5.0 locking screw (2360-5035s) is completely stuck in the distal section. It was slightly misaligned, but there's no movement possible in the screw, neither forward nor backwards, and we've tried all available options. The decision has been made to leave it in place."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
Sales reported the following:" we just inserted an gamma3 long nail, and the 5.0 locking screw (2360-5035s) is completely stuck in the distal section. It was slightly misaligned, but there's no movement possible in the screw, neither forward nor backwards, and we've tried all available options. The decision has been made to leave it in place."